Event description:
On (B)(6) 2019, 5-4 amplatzer piccolo was implanted. The pda had a minimal diameter of 2.6 to 3.1 mm, ampulla of 5.4mm and a length of 8 to 11mm. The device was placed intraductal. On (B)(6) 2019, the patient presented with aortic gradient, but was not symptomatic. The device had migrated to the aorta causing pressure gradient. A surgery is planned to remove the device and a surgical ligation will be considered if the ductus remained open after device removal. The patient is currently stable.

Manufacturer narrative:
Correction information for d2. Additional information for g4, g7, h2, h10.

Manufacturer narrative:
An event of migration, the device causing a pressure gradient, and device explant was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Due to unknown patient weight at the time of the procedure and the range of defect measurements provided, the appropriateness of device selection could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, 5-4 amplatzer piccolo was implanted. The pda had a minimal diameter of 2.6 to 3.1 mm, ampulla of 5.4mm and a length of 8 to 11mm. The device was placed intraductal. On (B)(6) 2019, the patient presented with aortic gradient, but was not symptomatic. The device had migrated to the aorta causing pressure gradient. A surgery was performed to remove the device. The device was removed and the pda was surgically closed. The surgery was completed successfully. The patient is currently stable and being treated in the nicu.